Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the patient's forearm shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use for the shunt percutaneous transluminal angioplasty procedure. During procedure, at second dilatation, it was noted that the balloon rupture occurred at 8atm. The procedure was completed with another of the same device. There were no patient complications reported.